Event description:
A surgeon reported a probe would not go up through a non-valved cannula during surgery. Upon removal of the probe, black residue was observed on the tip, the metal cannula and a plastic hub split. The case also was completed without pt harm after opening a new trocar. There was no pt harm reported.

Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).